Event description:
The (B)(6) found through an obituary that the patient expired one day after a transapical tavr procedure. The patient was implanted with a 26 mm sapien valve. According to the medical records, there was concern that the patient would not tolerate the rapid ventricular pacing (rvp) given her severe ventricular dysfunction and therefore cannulas were placed in the event the patient required cardiopulmonary bypass (cpb) support. Initial rvp was performed during dyna CT and bav and the patient tolerated this well. The sapien valve was then deployed under rvp and appeared to be well-positioned. Unfortunately, the patient did not have a prompt return of the hemodynamics after valve deployment and cpb was initiated. The valve was inspected and was noted to be well-seated with no significant paravalvular leak (pvl) and a slight amount of central aortic regurgitation which was probably secondary to the guide wire. Inotropic support was initiated and epinephrine was begun. After approximately 20-30 minutes of cpb the ventricular function improved. Inhaled nitric oxide was also initiated to improve the right heart function. The patient was able to be weaned off cpb with acceptable hemodynamics. The ventricle was still weak with severely compromised function, but it did appear to be improved. The thoracotomy incision and the groin were closed. At this point the patient had an unexplained bradycardic episode. The thoracotomy was reopened and the external pacemaker was connected. The patient remained stable for approximately 30 minutes before having hemodynamic deterioration. CPR and medications were administered. The patient regained a pulse and was then connected to ECMO and was transferred to the ICU in stable, but critical condition. Overnight she remained relatively stable on inotropic support, but required multiple blood products due to consumptive coagulopathy. The following day she developed hemorrhage from her cannulation sites and despite the aggressive measures taken, the ECMO pump shut down from low flow and the patient expired.

Manufacturer narrative:
The device is not available for evaluation; it appears that remains implanted in the patient. There is no indication that an autopsy was performed. Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case the cause of the reported hemodynamic instability post valve deployment cannot be confirmed. However, per report the patient was very high risk and the physicians had expected that the patient would not tolerate rvp. Additionally, this patient had multiple serious cardiac conditions (e.g. Dilated cardiomyopathy with severely reduced lv ejection fraction, pulmonary htn, venous htn, multiple valvular diseases, among others), which in combination with procedural factors (e.g. Rvp) may have caused or contributed to the event. In addition, post operatively the patient developed a coagulopathy and other complications not related to the sapien valve. There is no allegation or indication that the hemodynamic deterioration and the patient¿s demise were related to the valve function. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.